Event description:
The customer stated that a falsely reactive alinity I hbsag qualitative ii confirmatory value was generated for a patient sample. The following data was provided. Sid (B)(6). Initial result 1.1 s/co (reactive). Repeat results 21.38 and 20.6 s/co (reactive). Hbsag confirmatory % 99 (confirmed positive). Other results: anti-hbs reactive, anti-hbc reactive. The customer tested archived sample from the patient and the result was hbsag negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Inhouse testing of a retained kit of the complaint lot met acceptance criteria indicating the product is performing as expected. Based on the investigation, no deficiency for lot number 39405fn00 was identified.